Manufacturer narrative:
Failure analysis check the reliability inspected 3 opened/used enlite sensors and performed bicarbonate buffer test per. The results were that 3 of 3 failed per spec. The 1st for low readings, 2nd high readings and 3rd sensor failed per spec no isig reading detected due to electro sensor broken. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 140 mg/dl and sensor glucose was 50 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they did not have a bent cannula on the sensor. The sensor will be returned for analysis.